Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call requesting changes to the device and low blood glucose levels. The customer's blood glucose was 51mg/dl at the time of incident. The customer reported that they were on medication. Customer declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.